Event description:
It was reported that during a cryo ablation procedure, the balloon catheter shaft was bent in an s-shape when pressed against the pulmonary veins and the flow could not be maintained. It was also reported that there were occlusion difficulties. Force was applied to press down which resolved the occlusion issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files, an image file, and the afapro28 balloon catheter with lot number 17895 were returned and analyzed. No patient files and no failure files were received. One image file was attached showing a mapping catheter inserted inside of a balloon catheter. The lot and serial numbers were not visible. External visual inspection of the balloon, shaft, and handle segments was performed. It was observed that the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 22 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and the performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. During inflation, it was observed that the guidewire lumen was kinked inside of the balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.10 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported "pressure/flow issue" was not observed/reproduced during testing. The balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Continuation of d10: product ID: 990063-020, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.